Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8216-70 serial: (B)(4). Batch: 16441143. Product family: scs-extension. Upn: (B)(4). Model: sc-3138-35 serial: (B)(4). Batch: 18985265.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.